Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead helix had failed to retract. When the lbbap was removed, it was found that the lead helix exhibited damage. The lbbap lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. A complete lead was returned in one piece for analysis. Visual examination of the lead found the helix was extended and stretched and bent consistent with procedural damage and was clogged with blood/tissue. Unable to measure helix extension length and unable to perform helix mechanism/extension length test due to the damaged helix. The cause of the reported events was isolated to the damaged helix consistent with procedural damage and the helix clogged with blood/tissue.